Event description:
The dual dispersive electrode is defective. The blue plug became detached from the wire x 2. This occurred without pulling on the wire. It also occurred while on pts. The separtion of the wire to plug caused the esu machine to alarm. Rn had to replace pad on both pts.